Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned two test strips only (one test strip was used) - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer is not having diabetic symptoms any longer and did not have medical intervention since last call. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer doesn't have an established expected fasting blood glucose test result range. Customer states that she has blurry vision and slowed speech. Customer denies the need to seek medical attention. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 84 mg/dl and e-0. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 6/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Customer stated that she does not have a normal glucose range but one day when she got a result of 92 mg/dl non fasting on her true metrix air, she did a test immediately after with her friend's meter and obtained a result of 43 mg/dl. Customer states that she has had hypoglycemic symptoms before.